Event description:
Procedure type: esophagogastrectomy. According to the reporter: it was not possible to connect the anvil to the eeaxl stapler. The anvil did not go in the right position. A second instrument was used and it was not possible to connect the stapler again. The surgeon made the anastomosis with sutures. The procedure was changed from endoscopic to open surgery. There was no unanticipated tissue loss. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).